Manufacturer narrative:
(B)(6). Date of event - (B)(6) 2016. The nurse was wearing proper ppe when inserting the suspect device. Other relevant history - the patient's diagnosis was reported as pulmonary infection. Device evaluation: result - the customer returned one used sample with an opened package from the reported lot number 6008835. The unit consisted of the retracted needle/safety barrel assembly. A visual/microscopic evaluation was performed. It was observed that the needle was fully retracted into the safety barrel and the needle was not exposed. The end safety barrel was damaged (cracks) with a piece of the barrel end missing. Stress marks were observed in the area of the damage. The needle was pushed and repositioned and it was observed that there was no mechanical/physical damage to the springs or needle hub. A function test (needle retraction) was performed. After the needle was pushed and repositioned to the out position, the button was depressed and the needle fully retracted within the safety barrel. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number. Conclusion - the defect of needle retraction failure as stated in the incident verbatim was not confirmed with the returned unit. It was confirmed that the end safety barrel was damaged and there were stress marks observed in the area of the damage. It could not be determined if the damage resulted from manufacturing or from the user environment. Of note, polycarbonate is a plastic that is resilient after being shaped during the molding process. An absolute root cause for this incident could not be determined.

Event description:
The nurse was wearing proper ppe when inserting the suspect device.

Manufacturer narrative:
Device evaluation: a sample is available for evaluation but have not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle on the suspect device did not retract following insertion of the IV on an (B)(6) patient. The nurse stuck herself with the used needle. The nurse was seen in the emergency department and followed up by employee health. She had lab work in the ed and was discharged on the following medications: isentress, truvada, and zofran.